Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 126 mg/dl. Customer reported that the pump alarmed multiple alerts before going blank. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was monitored and no other alarms, no blank display and no constant tone noted during testing. The device was inspected and the battery tube connector plugged in properly. It was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker, stained address label and stained serial number label.